Manufacturer narrative:
In an email received on (B)(6)2020, the customer reported a persisting issue with charging the pump battery. Reportedly, the customer reverted to an alternate method of insulin therapy. (Add code (B)(4))

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was observed to be damaged. Reportedly, the issue was caused by debris inside the usb port of the pump. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.